Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was sensing intermittently. High capture threshold and low p waves were noted. Low in-rage impedance was also noted but the change was not significant. Dislodgement was confirmed via chest x-ray. The lead was reprogrammed. The lead was later repositioned on (B)(6) 2019 with normal function. The patient was stable before, during and after the procedure.